Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the catheter was removed, black color was noted under the dressing. When the catheter was pulled, it was further noted that the cm markings had ¿rubbed off¿ the catheter and were no longer visible on the catheter but on the skin and maybe in the patient along the tract. There was patient involvement, and unknow patient harm/adverse event reported.